Event description:
The international customer reported the ventilator power shut off during use and would not power back on. The customer reported there was no patient harm. The manufacturers service engineer confirmed the reported problem. The service engineer replaced the power management pcb board to address the reported problem.

Manufacturer narrative:
Event date: (B)(6) 2014. Conclusion / root cause: the power management (pm) pcba was tested and no failures were identified. This report is being submitted as part of the remediation for CAPA (B)(4).